Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned at the laa and a 24mm watchman flx closure device and delivery system (wds) were advanced. During initial deployment of the wds, the patient's blood pressure suddenly started dropping. A posterior pe was identified via transesophageal echocardiography (tee). A pericardiocentesis was performed and 100cc of fluid was withdrawn. The patient was observed on the table for 30 minutes and was stable. The wds was released and the patient was transferred to recovery. The next day, the pe had grown again and another pericardiocentesis was performed and 250cc of fluid was removed. The patient remained stable throughout and stayed the night in the hospital. The following day, the patient was sent for a pericardial window.